Manufacturer narrative:
(B)(4). D10: 42502605601, femur cemented cruciate retaining (cr) standard left size 4, lot: 66602243. 42532007101, tibia cemented 5 degree stemmed left size e, lot: 67018063. 42512200514, articular surface fixed bearing ultracongruent (uc) left 14 mm height, lot: 65542426. G2: event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 3 months post implantation of a primary left knee arthroplasty, the patient was revised of the patella component due to instability and pain. Attempts for additional information have been made and none is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6. The following section was corrected: h4. The reported event was unable to be confirmed with the information provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.